Event description:
Terumo medical received the following information: the experienced user reported that the angio-seal was straightforward to assemble. After insertion into the puncture site via the guidewire, removal of the dilator, positioning of the distal tip within the vessel and deployment of the occlusion system, the anchor was unfortunately pulled out again when the angio-seal sheath was withdrawn. It had not locked onto the vessel wall. Instead, a longitudinal cut in the plastic can be seen in the distal tip of the angio-seal guidewire. The anchor was still attached to the thread. An ultrasound scan of the puncture site was performed beforehand. 5 french guidewire, antegrade puncture in the right groin. Treatment of the right superficial femoral artery (sfa) with pta. Patient was in good condition following manual compression. No patient details were available due to data privacy. There were no injuries to the patient. The procedure size sheath was 5 french. No difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No blood loss was reported. It was unknown if there were concomitant medical products used.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted.e1: phone number: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.